Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the iliac artery procedure, two omnilink elite stents were to be used in a kissing procedure. The 10.0 x 29 mm omnilink elite became stuck in one of the introducers during advancement through the 6 french introducer. Because the device became stuck, it was necessary to remove the introducer. Guide wire access was lost and there was bleeding at the groin access site. Compression was performed to stop the bleeding. The device package was examined and the packaging stated the device has a 2.22 mm outer diameter and the introducer was a 2.0 mm diameter. Per physician, the omnilink elite is not a 6 french compatible device. The patient was to have intervention performed on both legs; however, due to the difficulty advancing and removing the device, intervention was performed on one leg only. The patient returned on a later date for intervention on the second leg. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Since it was reported that the packaging of the omni elite stent system stated the device has a 2.22 mm outer diameter and the introducer utilized during the procedure has a 2.0 mm outer diameter, it should be noted that the omnilink elite peripheral stent system instructions for use (IFU) states the following as required material: introducer sheath in the appropriate size and configuration for the selected stent delivery system (refer to packaging label), and the scanned packaging label in the electronic lot history record of this lot lists a recommended minimum introducer sheath of 6f with ID of 0.087 inches (2.20mm). In this case, the inner diameter (ID) of the 6f introducer sheath was smaller than the labeled recommended minimum ID which contributed to the reported difficulties. The reported patient effect of hemorrhage is listed in the omnilink elite, international IFU as a known patient effect that may be associated with use of a peripheral stent system. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.